Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. Upon further inspection she noticed the cannula was not inserted into the infusion site. She did not provide any further info regarding to the event.

Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. No product lot number was reported therefore no qualification records were reviewed.